Event description:
Another manufacturer's stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 8 years ago. The aneurysm and vessels morphology from the time of implant were not reported. The patient has a history of hypertension, hyperlipidemia and coronary artery disease. It was reported that the patient was followed for 5 years with no issues. A recent MRI demonstrated that the aneurysm was 9.5 cm and there was a type 4 endoleak, which was related to porosity issues of the implanted stent graft, which is not a medtronic device. The physician elected to treat the patient with aneurx stent grafts. The aneurx aortic cuff was placed correctly however, the operative report states that the end of the deployment the aortic cuff suddenly jumped forward and partially covered the renal arteries. The physician attempted to pull the aortic cuff down with a reliant balloon however, the aortic cuff did not move. There was a pigtail catheter previously placed outside of the aortic cuff but inside of the old graft. The physician inserted an angle glidewire in the pigtail catheter. The snare catheter was advanced through the aortic cuff and snared the glidewire. The physician gently pulled the aortic cuff down to the correct position. The physician continued with placement of two additional iliac limbs and the type 4 endoleak was resolved with the placement of the aneurx stent grafts. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: other lack of information (unknown cause of stent graft movement after deployment, no films were provided, vessel morphology is unknown), (arterial and venous occlusion). (Required secondary intervention).